Manufacturer narrative:
H3/h6: the suspected device was returned for analysis. The device was visually inspected. A functional test was performed, and a leak was observed at the infusate tubing at the top of the heat exchanger. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
B3: january 2026 was the reported year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was liquid leakage during priming. The tube was replaced, and the priming proceeded without issues, while liquid leakage from the filter part was confirmed during the patient use. The event occurred during the patient use. There was no patient harm/adverse event.